Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. The connector cone, segments and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the observed circumferential fracture at distal side, a probable cause of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent glass cap damage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glass cap circumferential fracture.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the laser light came out frontally and the glass tip was detached inside the patient after 100,000 joules of use. The fiber tip was removed from the patient with a foreign body clamp. The procedure was completed utilizing a second fiber. There were no patient complications reported due to this event.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the laser light came out frontally and the glass tip was detached inside the patient after 100,000 joules of use. The fiber tip was removed from the patient with a foreign body clamp. The procedure was completed utilizing a second fiber. There were no patient complications reported due to this event.